Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost stimulation. An sjm representative confirmed the ipg was non-functional and would not communicate with the programmer. As a result, the pt's ipg was explanted and replaced. Stimulation was restored post-op.